Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
8120 fails barrel clamp task. There was no patient involvement. Problem description (B)(6)2018 14:55:55 (B)(6). Assisted (B)(6), to retest the barrel clamp (asm binary switches task). Device fails with barrel clamp in open position. Repair/replacement of the syringe sizer assembly needed. Customer to send device for service repair. He will call for RMA request, once they cut a po for the service level one repair. Serial number (B)(6). Interaction record (B)(6)

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. CAPA reference #: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(6).